Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 1/30/2017 with the following findings: during testing, the battery compartment was observed to be cracked. Unrelated to these issues, it was observed that the pump¿s low profile clip was damaged and it was unable to securely attach to a test pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. This report is made based on results of investigation completed on 1/30/2017.